Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd plastipak¿ syringes experienced leakage. The following information was provided by the initial reporter, translated from dutch to english: the syringe had sprung a leak while preparing veletri cassettes.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 06sep2022. H6: investigation summary: one sample was provided to our quality team for investigation. Through visual inspection, a crack in the barrel was observed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we cannot identify a direct issue, it is possible the crack occurred due to the product jamming in the manufacturing equipment during the assembly process. As the lot involved in this incident is unknown, a device history review cannot be performed, therefore a definitive root cause cannot be identified. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the bd plastipak¿ syringes experienced leakage. The following information was provided by the initial reporter, translated from dutch to english: the syringe had sprung a leak while preparing veletri cassettes.